Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they had a telemedicine appointment with the patient today and the patient's mother reported an error 1703 on the handset a few hours prior to the appointment. The meaning of out of regulation (oor) was discussed. They reported no changes in therapy however the patient's mother has a difficult time operating the handset. They want to reach out to a local manufacturer representative (rep) to see if they can help educate the mother on handset usage. No patient symptoms were reported. Additional information was received from a manufacturer representative (rep) reporting there was oor message and high impedances around 5-10k ohms upon interrogating the ins with the tablet. The left side c-2, 0-2, 1-2, 2-3 were high and on right side c-8, c-11, all 11 bipole pairs, 8-10 and 9-11 were high. The patient is programmed c+ 1- 2- and c+ 9- 10- at 1 ma, 90 pw, 135 rate but longevity estimate shows only 1 year, 8 months remaining. It was reviewed how high impedances can cause oor and deplete ins faster. It was suggested reprogramming and not using contact 2 to see if therapy can be achieved and battery estimate should reflect a longer estimate in a week. It was reviewed if therapy cannot be achieved, replacement of component(s) may be needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause of the high impedance and oor message is that the patient is wheelchair bound. Her disease state will sometimes cause her to whip her head around. After discussing with the family, it seems like she has been hitting her neck on her wheelchair headrest, which has caused the impedances. They shut off the one electrode that was actively programmed that was showing over 5k ohms of impedance. The impedance issue was not resolve but the oor issue has been resolved. The patient has dystonia and will see her neurologist in late august to see if shutting off the contact will provide the same benefit.